Event description:
Customer reports the softclix lancet will not retract. Accidental needle stick occured; no medical treatment needed. No adverse event reported. The customer did not provide the location where the malfunction occurred. Requested return of suspect device and replacement was sent.